Event description:
International (B)(6) complaint received reporting leakage problems with use of d1000 tego connector. It was reported the tego connector had been in use for approx five days when a leakage problem occurred with initial start of 5th day treatment. Additional comments made that the tego "...seal and the coating at the base by the seal are "peeling off" and almost looks shredded". The tego connector was removed, replaced, treatment resumed without incident. There were no reported adverse pt consequences. Manufacturers investigation: device return: one (1) used d1000 tego connector was returned for analysis and investigation. Although requested, the involved mating devices were not returned. Visual inspection and analysis of the "as-received" tego connector identified extensive component damages in multiple locations. The report documents the tego connector seal was torn from below the upper rim of the rigid yellow body down below the thread posts. The thread post was bent and nearly broken off. Engineering analysis of the returned tego connector components determined these types of damages are typical of over tightening with a mating device. Once the mating device is over tightened and begins to spin on the tego the mating device acts like an auger and will tear the tego and shred it.

Manufacturer narrative:
(B)(4). There were no exception documents generated during the mfg build cycles. Conclusion: visual analysis of the "as-received" d1000 tego connector confirmed component damages that would have resulted in leakages. The engineer's analysis determined the root cause was attributable to incorrect usage. This report has been provided to the responsible distributor and product reps and reporting facility. The MFR is recommending the product rep conduct training and in-servicing of the involved facility staff.